Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (resets) was confirmed. During pulse testing the monitor delivered a low-energy pulse and then reset. The cause for the failure was isolated to the defibrillator pca. The root cause for the reset has not yet been identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that the monitor was resetting.